Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2010. The self fail was due to a low battery. A new pad-pak was then installed on or before (B)(6) and performed as expected until (B)(6) 2011. There is no evidence of the device switching itself on. The device failed a self test on (B)(6) 2010 because of a low battery, two years and four months after installation. Although no fault was found with the pad or pad-pak. The pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.